Event description:
It was reported to (B)(4) healthcare united states that one (1) ce intermate sv100 device would not prime during priming. There was no additional information. The customer stated this happened within the last 6 months but did not know the exact date. In addition, the customer did not know the exact product code but stated it was either 2c1730k or 2c1732k. There is no patient involvement; therefore, no patient injury or medical intervention necessary.

Manufacturer narrative:
(B)(4). Additional information: a batch review could not be performed as the lot number of this device is unknown.

Manufacturer narrative:
(B)(4). The exact product code is unknown, but a 510k is still provided as it is the same for both possible codes. Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition of "no flow/non delivery" could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted